Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had problem with no delivery alarm during bolus. Troubleshooting was performed, and it seems that the device was functioning. The caller stated that the customer visit the doctor and he recommended to go to the hospital to regulate the value of the glucose. The customer's blood glucose was 300mg/dl, but after changing the infusion set the glucose level dropped, and the device alarmed no delivery again. The caller requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.